Manufacturer narrative:
H3: product analysis for indigo attachment couldn't able to confirm the reported issue and found that not possible to insert a bur, due to a detached distal bearing. H6: codes b01, c070603 and d02 has been updated for indigo attachment. The previously mentioned codes b17, c20 and d16 were no longer applicable for indigo attachment. H6: code d02 has been updated for indigo handpiece. The previously update codes d16 were no longer applicable for indigo handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: 1845000; brand name: drill 1845000 indigo high speed otologic; serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative the indigo drill handpiece and attachment interrupts the drill's operation (jerks) and causes the drive to heat up significantly. The handpiece was used less than a minute, when the overheating was noticed. The device was run at 52000 rpm in standard mode and irrigation was being used. The overheating was caused possibly by drill handpiece and attachment. The vibrating device was not used on the patient. The angle attachment was probably caused the blade/bur to wobble. The procedure was completed with another handpiece. There was no patient impact.